Event description:
It was reported that the pump's alarm sound was not annunciating. The customer's blood glucose level was 47 mg/dl. Customer consumed carbohydrates to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.